Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 247 mg/dl and sensor glucose was 88 mg/dl this morning. Caller stated that they haven't had any issues until approximately 3 weeks ago. Caller stated that the sensors were working fine until the 3rd or 4th day. Callers stated that the threshold suspend alarm had been triggered. Customer inserts the sensor on the back of the arm. Caller stated that she has gone over troubleshooting.